Manufacturer narrative:
Additional information: lens was explanted on (B)(6) 2019 and it was reported post op that "there are no issues with endothelium ecc reported". Patient code 3191: no code available (secondary surgery, lens explant). Claim#: (B)(4).

Manufacturer narrative:
Additional information: h6 - method code 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens haptic torn. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -11.50/2.0/090 (sphere/cylinder/axis), implantable collamer lens into the patients right eye (od) on (B)(6) 2012. Signifficant endothelial cell loss was observed, lens remains implanted. Cause of event is unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.